Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm apex balloon catheter was advanced for pre-dilation. The balloon was inflated using a non-bsc indeflator with 50/50 omnipaque contrast at 6 atmospheres for 15 seconds. However, the physician encountered difficulty in inflating and deflating the balloon. The balloon was then managed to be fully deflated when removed. The procedure was completed as planned using a different device. No patient complications were reported.